Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The medtech orthopaedics team sent the device to manufacturer. One part was received not in original packaging but in bag as shown in below images. Visual examination was found to be used and damaged. See below photos for damage on top side of head and underneath the head. Testing of the screwdriver with the screw was not able to be performed and only dimensional testing with the gages that are used to manufacture the part. As the failure is that the screw is not able to be loaded onto the screwdriver and the screwdriver was not returned, this functional test was not able to be completed. Measurement test with the gages identified in section 2.4 were performed and shows that the drive is oversized and these is evidence that the screw drive is damaged. The damage was reviewed, and it does not appear to be caused by any manufacturing process at the jabil monument site. The manufacturing process was reviewed for these parts and it was not able to be determined how this damaged screw head could have occured within the manufacturing process. As the parts were not returned in their original packaging, the part appears to have been attempted to be used in surgery. These parts could have been damaged after they left jabil control and therefore the complaint condition in confirmed but where the damage occurred is inconclusive. The screw exhibited damage, including issues with head profile, cross slot depth, cross slot width, cross slot perpendicularity, cross slot centering and cosmetic scratches on the screw head. Due to the cross slot and head damage, it was not possible to inspect the cross-slot width and perpendicularity accurately however both were inspected and found as oversized. The head profile was found nonconforming for the portion of the head that had damage. The damage appeared that a single quadrant of the head was deformed away from the axis of the screw. In addition to the features identified that would impact driver engagement, head profile and cross slot centering were measured as they are also shown as damaged and out of tolerance. The screw was identified to be damaged. The complaint condition is not confirmed to have occurred during manufacturing. The screws were damaged for features cross slot width, cross slot perpendicularity, and cross centering and cosmetics (scratches on the screw head) as part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matmand scr ø2 self-tap l8 tan 4u I/clip would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 04.503.408.04c, lot # 8704p67, manufacturing site: werk selzach logistik (ch), release to warehouse date:13 dec 2023, expiration date: n/a, supplier: depuy synthes products, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the surgery, it was noted that the cross threads size of the screw was incorrect and cannot be adapted to the screwdriver. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient.